Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total laparoscopic hysterectomy procedure, while on cuff closure, the needle broke and fell into patient cavity and it was not located. The surgical time was extended for more than 30 minutes. Both the handle and reload were replaced to complete the case. The surgeon closed via the vagina with interrupted vicryl pops.